Event description:
Port placement and biopsy performed on (B) (6) 2009. Immediate post procedure chest xray report: there has been interval placement of a left-sided port-a-cath with the tip located at the svc/right atrial junction. (Clarification: due to difficulty, there is right apical pneumothorax present. A repeat chest x-ray was done when she was here for chemo treatment on (B) (6) 2009. She was then hospitalized for treatment of pneumothorax. On (B) (6) 2009, ap portable view of the chest demonstrates left-sided port-a-cath which appears in similar position. There has been interval placement of a right-sided small caliber chest tube. The right-sided pneumothorax has decreased in size, and there is a right apical pneumothorax which persists. On (B) (6) 2009, since the previous examination, there has been interval placement of a right chest tube in the lower right chest, extending up to just below the level of the minor fissure. There is a persistent apical pneumothorax. On (B) (6) 2009, since the previous examination, there has been interval placement of a right chest tube in the lower right chest, extending up to just below the level of the minor fissure. There is a persistent apical pneumothorax. Pt remains hospitalized at this time. Therapy dates: (B) (6) 2009, (B) (6) 2009.